Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/31/2021. H.6. Investigation: a device history record review was completed for provided lot number 2006176. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were originally found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. Through examination of the sample, leakage was observed through the plunger rod. Through magnified inspection, damage was observed to the plunger lip component. This type of damage can be produced during the handling of the product through the manufacturing process or within the plunger assembly machine. H3 other text : see h.10.

Event description:
It was reported that the bd discardit¿ ii syringe leaked radiopharmaceutical product past the plunger. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from french to english: "indeed, on (B)(6) 2020, in the radiopharmacy department, during the sampling of a radiopharmaceutical product, a leak was noted at the level of the plunger (located where the rubber seal would be on a 3-piece syringe). This resulted in a loss of time for decontamination and cleaning of the fume cupboard, changing gloves and a loss of approximately 1000mbq of tc-99m. No known clinical impact."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit" ii syringe leaked radiopharmaceutical product past the plunger. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: "indeed, on (B)(6) 2020, in the radiopharmacy department, during the sampling of a radiopharmaceutical product, a leak was noted at the level of the plunger (located where the rubber seal would be on a 3-piece syringe). This resulted in a loss of time for decontamination and cleaning of the fume cupboard, changing gloves and a loss of approximately 1000mbq of tc-99m. No known clinical impact."